Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-231650e, serial: (B)(4), batch: 7186523.

Event description:
It was reported that the patient had an infection at the lead site which was due to complications from the trial procedure. Patients symptom was pain. The physician noted that the patient had not taken antibiotics or any medication that was prescribed by the physician following the procedure which lead to the infection. The patient was admitted to the hospital. No further information has been obtained despite good faith efforts.